Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626289) inserted for female sterilisation. The patient's medical history included postpartum depression, menorrhagia, anemia, morbid obesity, cystoscopy and ovarian cyst. Previously administered products included for an unreported indication: removal of mirena iud. Concomitant products included levonorgestrel (mirena). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The second coil was noted to be in the appropriate location of the external portion of the coil was noted on the inside of the uterus. Discrepancy noted in date of removal (B)(6) 2018. Lot number: 626289 manufacture date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " medical device removal" was updated by "menorrhagia", medical history, patient aka name, were added. Patient date of birth was updated. Concomitant drug were added.fu 4 and 5 processed together. On 7-oct-2020: pif received. Reporter's information added.fu 4 and 5 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 626289) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The second coil was noted to be in the appropriate location of the external portion of the coil was noted on the inside of the uterus. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Lot number added. Reporter information, date of birth were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 626289) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. The second coil was noted to be in the appropriate location of the external portion of the coil was noted on the inside of the uterus. Lot number: 626289 manufacture date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.